Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17857286 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 55mm optease filter was stuck in the catheter and could not be released. After withdrawing the device, the user tried to remove the filter from the catheter ex vivo and it was noted that the filter was fractured. Therefore, the user implanted another one. There was no reported patient injury. The indication for the filter placement was for pulmonary embolism (pe) prophylaxis. The device was stored and handled per the instructions for use (IFU). The product was inspected and prepped according to the IFU. There were no kink/bends noted to the catheter.

Manufacturer narrative:
After further review of additional information received the following sections d10, g4, g7, h2, h3 and h6 have been updated accordingly. The 55mm optease filter was stuck in the catheter and could not be released. After withdrawing the device, the user tried to remove the filter from the catheter ex vivo. The filter was fractured and the user implanted another one. There was no reported patient injury. The device was stored and handled per the instructions for use (IFU). The product was inspected and prepped according to the IFU. The intended procedure was postcava filter implantation. The indication for the filter placement was prophylactic for pulmonary embolism (pe). There were no kink/bends noted to the catheter. The device was not returned for analysis. A product history record (phr) review of lot 17857286 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿filter impeded - in patient¿ and ¿filter fractured¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics or procedural factors may have contributed to the reported event. According to the safety information in the instructions for use ¿warnings the optease retrievable filter can be retrieved up to and including 12 days after placement. The optease retrievable filter is considered a permanent implant if it is not retrieved within the specified time period. Retrieval of the optease retrievable filter is possible only from femoral vein approach. Retrieval is performed using the cordis optease retrieval catheter (catalog number, 466-c210f) and the recommended accessories (refer to section viii, table iii). These devices used for filter retrieval are not included in the optease retrievable filter introduction set. The IFU for optease retrievable filter retrieval is contained in the cordis optease retrieval catheter packaging. Filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, reports of adverse clinical sequelae from filter fractures are rare. Retrieval of the optease retrievable filter with a filter fracture present may result in complications.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.